Manufacturer narrative:
The investigation determined the service actions resolved the issue. Regular cleaning of the analyzer is within the customer's responsibility.

Event description:
There was an allegation of a questionable estradiol g3 elecsys result for on patient from the cobas 8000 - cobas e 602 module. The initial result was 5627 pmol/l and was released to the physician who questioned the result as it did not match the clinical picture. The sample was repeated on the same module with a result of 459.3 pmol/l and on another e-602 module with a result of 482.9 pmol/l.

Manufacturer narrative:
The reagent lot number was 71340400 with an expiration date of 30-apr-2024. The quality control results were acceptable. Severe crystallization was found on all sipper stations and dust was found on the surfaces. The analyzer was cleaned by the field service engineer during preventive maintenance. The investigation is ongoing.